Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon had a pinhole leak and did not properly inflate. The procedure was completed with another cre rx biliary dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: blocks d7 (sud reprocessed and reused?) And h8 (usage of device). Block h6: problem code a041001 captures the reportable event of balloon pinhole. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon had a pinhole leak and did not properly inflate. The procedure was completed with another cre rx biliary dilatation balloon. There were no patient complications reported as a result of this event.